Manufacturer narrative:
(Expiration date): unk, no lot number reported. (Device manufacturing date): unk, no lot number reported. Please refer to MDR # 2023826-2019-00501 for lens details. Claim# (B)(4).

Event description:
The reporter stated "lens was loaded into the cq cartridge, leading haptic was bend over. It appears the msi-tm injector rod was bent in the upward position. We did not have the lot number for the injector and the injector was trashed. We got another injector, another cq cartridge and another cq iol and successfully implanted into the eye".